Event description:
There was no patient involved. Fsca devices. Devices switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under (B)(4) on the (B)(6) 2013. The reported fault at that time was ¿no patient involved. Device does not upgrade.¿ the investigation concluded that there was no evidence to support the reported fault but the device was found to have membrane failure. The j11 connector and membrane were replaced and the device was upgraded and retested to production pad final system test ((B)(4)). The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification alongside random manual power ups to the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. There were no further log entries recorded. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no 10 minute events but between the (B)(6) 2013 and the (B)(6) 2017 there were 26 manual power ons of mainly under 1 minute duration recorded throughout the history log. These manual power ups may suggest that the user was power cycling the device or perhaps, the beginnings of membrane failure. The device was temperature cycled between 0-50°c for 48 hours while performing a self test every 20 minutes, this equates to approximately 33 months of normal use without fault. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: not returned yet.

Event description:
There was no patient involved. Fsca devices . Devices switch on automatically.